Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded two signal artifact monitoring (sam) episodes due to oversensing of noisy signals during a procedure and due to artifact related to the minute ventilation (mv) feature. This resulted in the minute ventilation (mv) feature being automatically disabled. Technical services provided the healthcare professional with programming options to turned on respiratory rate trend (rrt). Additionally, it was found inappropriate anti-tachycardia pacing (atp) due to atrial tachycardia. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. An fsca was communicated to physicians for this behavior in december 2017, and a software update was released in january 2019, which eliminates the risk of pacing inhibition due to mv sensor signal oversensing in pacemakers and cardiac resynchronization therapy pacemaker (crt-p) systems.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded two signal artifact monitoring (sam) episodes due to oversensing of noisy signals during a procedure and due to artifact related to the minute ventilation (mv) feature. This resulted in the minute ventilation (mv) feature being automatically disabled. Technical services provided the healthcare professional with programming options to turned on respiratory rate trend (rrt). Additionally, it was found inappropriate anti-tachycardia pacing (atp) due to atrial tachycardia. This crt-d remains in service. No adverse patient effects were reported. This device was explanted due to normal battery depletion (nbd).